Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, enlarged atrium, and rotated heart. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was inserted, and grasping was performed. However, difficulties visualizing the clip occurred. A decision was made to deploy the clip using clover technique. However, post deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a third clip was then inserted and deployed posterior to the slda clip, reducing tr to a grade of 1-2. It was noted that difficulties visualizing the clips occurred during the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported poor imaging is related to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.